Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the damage to the ceramic tip was thermally and/or mechanically induced. Therefore, the reported event was most likely due to wear and tear and/or improper handling by the user (specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc.). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to h8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the subject device was seen floating in the patient's bladder. The clinician performed an abdominal scan and discovered there was some thickening of the bladder wall and a flexible cystoscopy was performed. The patient was asymptomatic. The patient underwent a transurethral resection of the prostate (turp) in (B)(6) 2022 using an olympus device and there was a repair of this subject device for a missing ceramic beak in nov 2022, presumably the same ceramic beak discovered in patient.